Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Customer¿s blood glucose ranged from 261-304 mg/dl. A cartridge change was performed resolving the issue. The customer reverted to manual injections for insulin therapy.